Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a cystoscopy, left ureteroscopy, lithotripsy with stent insertion procedure in the bladder and ureter performed on (B)(6) 2013. The procedure was completed successfully with the flexiva laser fiber. According to the complainant, sometime post-procedure (exact date unknown) the patient experienced pain. The physician suspected a left kidney stone and performed a cystoscopy, left ureteral dilation, retrograde pyelogram and left ureteroscopy with stent insertion procedure on (B)(6) 2014. During the procedure, the tip of the laser fiber was found inside the patient. The fiber tip was retrieved using a flexible grasper.

Manufacturer narrative:
Visual examination of the returned device revealed that 4.54 cm of the distal end of the laser fiber was returned. The exposed glass tip measured 1.0 mm and appeared used. The pattern on the tip face was consistent with normal use. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a cystoscopy with placement of guidewire, ureteroscopic holmium laser lithotripsy and placement of double-j stent procedure in the bladder and ureter performed on (B)(6) 2013. The procedure was completed successfully with the flexiva laser fiber. According to the complainant, sometime post-procedure (exact date unknown) the patient experienced left lower quadrant abdominal and flank pain. Computed tomography scan without contrast was performed and ureteral stricture with foreign body was noted with severe inflammation but no stones were found. The physician performed a cystoscopy, retrograde pyelogram, placement of guidewire and ureteroscopy with balloon dilation and removal of foreign body procedure on (B)(6) 2014. During the procedure, the tip of the laser fiber approximately 4cm in length by less than 0.1 cm in diameter was found inside the patient. The fiber tip was retrieved using a flexible grasper.

Manufacturer narrative:
Patient's weight is (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.